Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty turning the ilet connector during setup, and customer care provided handling tips that enabled the user to turn the connector and restore proper function. Symptoms included no reported clinical effects. Outcomes included no impact to blood glucose and no need for medical care. Investigation included guided troubleshooting by customer care. Investigation of this case revealed user handling challenges with the connector that were resolved through instruction, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.